Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (cartridge issue) issue; moisture in the cartridge compartment for the past 15 cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event as the reported blood glucose excursions did not meet animas' criteria for an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed with no damage or defects noted. A leak, force and fill test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #2 date of submission 08/06/2013, device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A leak, force and fill test was performed with no failures.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. The subject cartridge(s) has not been returned to animas. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.